Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptoms of high blood glucose value such as abdominal pain vomiting, nausea . Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. Customer treated giving insulin through syringe, intravenous fluid on a heart monitor and insulin pump. The insulin pump will be returned for analysis.